Manufacturer narrative:
After battery installation, the device powered up with a blank display. The vibrator was vibrating every 3 seconds with the notification light flashing. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the unit powered up normally. The problem seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.